Event description:
Related manufacturing reference number: 2017865-2023-42627. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient's blood pressure dropped and a cardiac perforation occurred. A pericardial effusion was noted via ultrasound. Open heart surgery was performed to resolve the perforation. The lp also exhibited high capture threshold, poor sensing, and low pacing impedance during implant. The lp and delivery catheter were removed and the case was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture, r-wave amp variation and low pacing impedance could not be confirmed. Final analysis found that the helix length was within specification. Further analysis was performed, including output verification and impedance test, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.